Manufacturer narrative:
Investigation results: a fully deployed wallflex enteral colonic stent and delivery system were returned for analysis. There were no issues identified during the product analysis. Based on the condition of the returned device, it was not possible to confirm the reported complaint. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on september 20, 2016 that a wallflex enteral colonic stent was to be used to treat a 3cm tumor due to cancer in the sigmoid colon during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. Reportedly, the lesion had almost closed the lumen of the colon completely and due to this the physician spent almost an hour cannulating the stricture. According to the complainant, the physician started to deploy the stent and checked the position of the stent at the stent deployment limit, the point beyond which the stent cannot be reconstrained. The physician was not satisfied with the stent¿s position and attempted to reconstrain the stent to reposition it but reconstrainment of the device was impossible. The partially deployed wallflex enteral colonic stent was removed from the patient and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 20, 2016 that a wallflex enteral colonic stent was to be used to treat a 3cm tumor due to cancer in the sigmoid colon during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2016. Reportedly, the lesion had almost closed the lumen of the colon completely and due to this the physician spent almost an hour cannulating the stricture. According to the complainant, the physician started to deploy the stent and checked the position of the stent at the stent deployment limit, the point beyond which the stent cannot be reconstrained. The physician was not satisfied with the stent¿s position and attempted to reconstrain the stent to reposition it but reconstrainment of the device was impossible. The partially deployed wallflex enteral colonic stent was removed from the patient and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.